Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) and pacing inhibition due to a fracture. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to field h6: impact codes from section h: device manufacturers only.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc) and pacing inhibition due to a fracture. This lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.